Event description:
This rv lead was implanted on (B)(6) 2001 and was explanted on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017 stating that rv lead was fractured and was symptomatic due to pauses in pacing. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).